Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 145 mg/dl. A system check with tandem technical support at time of report confirmed that the pump and cartridge functioned as intended and the occlusion may have been located in the infusion set site; however, this could not be confirmed. Reportedly, customer changed the pump supplies to address the issue and ultimately reverted to manual injections for alternate insulin therapy.